Manufacturer narrative:
(B)(4). Further evaluation of the returned, unused stopcocks was performed. A review of the stopcock vendor specifications in conjunction with the test method used for initial evaluation and the standard clinical application of the device was completed. It was determined that the initial returned goods testing was not aligned with manufacturing line hydrostatic pressure testing procedures. The initial testing stressed the device at up to 440 psi with the stopcock in the closed position, resulting in fluid leaking out of the back of the on/off lever. The additional analysis determined that the specifications do not require the seal at the back of the on/off lever to withstand that amount of direct pressure, and the test method did not replicate the clinical application of the device. When tested in accordance with manufacturing hydrostatic pressure test procedures, vendor specifications, and in accordance with expected clinical use pressures at the high end, all returned stopcocks passed pressure testing with the indeflators holding pressure and no anomalies, leaks, or air was observed. There is no indication of a lot specific product deficiency.

Event description:
It was reported that during a planned stenting procedure in the right coronary artery (rca), with only a non-abbott guide catheter in the anatomy, the copilot was connected on the manifold system. No other device was in the body at the time. Angiography showed air in the rca. Negative pressure was pulled and air returned in the manifold syringe. The physician surmised the copilot was the cause of an air leak. At the same time the patient experienced a heart rate of 40 bpm and st elevation. Atropine and oxygen were administered and the bradycardia and st elevation resolved within 15 minutes. The copilot was replaced and the planned stenting procedure was completed without issue. There was no adverse patient sequela. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The 20/30 priority pack includes the following items: indeflator, copilot bleedback control valve, guidewire introducer and a torque device. The copilot was the only device returned for evaluation. The copilot was received in the closed position. There was no damage noted to the device. During testing, the cap was rotated to a closed position, a stopcock was attached to the rotator in an off position and an indeflator filled with water was used to pressurize the copilot to 440psi. The indeflator held pressure and no copilot leaking or anomaly was observed. Negative pressure was pulled and there were no air bubbles noted in the indeflator. The stopcock used in the reported event was not returned for evaluation. Sixteen unused, sterile, representative priority packs from the same lot were returned by the customer for analysis. Evaluation found fluid leaked from the back of the on/off lever of the stopcock accessory device in all of the received packs. No leaks or anomalies were observed with the copilot devices. A review of the priority pack lot history records did not find any nonconforming material records for this lot that would have contributed to the reported event. Apart from the incidents referenced above, a query of the complaint database found no other incidents reported for this lot. A sampling of vendor stopcocks is visually and functionally inspected through receiving inspection procedures. Review of the receiving inspection records for the stopcock found no failures. The investigation is on-going. The sterile, unused copilot devices will be reported under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.